Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were some droplets observed inside the housing of a small volume folfusor. The device was filled with fluorouracil (5-fu) in sodium chloride (nacl) 0.9%. This was identified after a patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from july 20, 2019 - july 22, 2019. H10: the device was received for evaluation containing no fluid in the bladder and the bag that contained the device was dry. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, by filling the bladder with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.